Event description:
It was reported that the insulin pump was constantly alarming no delivery. Customer stated that the insulin pump is only delivering one unit and then alarming no delivery while sleeping. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.